Event description:
Affiliate reported that a pt presented with a recurent hernia approximately four weeks following implantation of the device. The pt was taken to surgery for repair of the hernia. The attending reports that the initially implanted device was found displaced to one side.